Event description:
Some stent meshes were already open before inserting them into the introducer for superficial femoral artery recanalization by retrograde way and stenting of sfa. The delivery system of the following stent is reported to be defective. During stent insertion, it was impossible to progress beyond the exit point of the introducer. The device was therefore removed with evidence of partial uncovering of the stent in its proximal portion. The technical problem occurred without activation of the stent release system. Removed the device using another one. Patient/event info ¿ notes: if contralateral, was the bifurcation angle steep? No controlateral access done. What was the access site chosen? Antegrade femoral artery ipsilateral puncture. Details of the access sheath used (name, fr size, length)? Cordis 8 fr 11 cm. Were there any issues with flushing of the device? No. Details of the wire guide used (name, diameter, hydrophilic)? Terumo hydrophilic wire 0.035 in. What approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other (please specify for other; if contralateral, was the bifurcation angle steep? Antegrade femoral artery ipsilateral puncture. Was pre-dilation performed ahead of placement of the stent? No. What intervention (if any) was required? Removed device. As the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure but anothe ptx used in the same way. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? No. Was resistance encountered when advancing the wire guide to the target location. No possibility to advance the device immediately at the of the sheat.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.